Manufacturer narrative:
The coil (details unknown) could not be detached. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The coil (details unknown) could not be detached.